Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe actuation failed during a procedure. The guillotine part of the probe was not moving and aspiration functioning properly. The product was replaced and procedure completed with no patient harm. The sample will be returned for evaluation.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. A block reader was then used to interrogate the radio frequency identification device (rfid) programmed information, which was found to be correct. Each final assembly undergoes a leak and flow challenge to identify any irregularities or occlusions in the pneumatic drivelines and reject those that do not meet specifications. These current production controls are specifically in place to help eliminate this infrequent event. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).